Event description:
The surgeon performed a craniectomy to treat a fibrosarcoma of the skull and used dura-guard as the dural closure patch. Eight months post-operatively, a f/u magnetic resonance imaging was done and showed a thick mass in the region of the dura guard implant. The surgeon was concerned that it was a tumor and reoperated on the pt. There was no tumor found, only thickened dura-guard. The dura-guard patch was removed. The dura-guad patch was replaced with alloderm.